Event description:
It was reported that a patient had a prolapsed uterus. It was stated that this was an ongoing event. It was noted that the patient was treated at a hospital. The patient was given 5 mg of oxycotin to take as needed and 10mg of flexeril to take as needed. It was stated that this was a new illness or injury. The patient experienced pain from a prolapsed uterus.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event resolved without sequelae on (B)(6) 2012. Intervention included hysterectomy, bilateral salpingo-oophorectomy, vaginal vault suspension with entrocele repair, cystoscopy and paravaginal wall repair. The event resulted in in-patient hospitalization. The patient was given medroxyprogesterone, flexeril, percocet, and phenergan. Additional signs and symptoms included cystocele and endometriosis on both ovaries and in the posterior cul-de-sac.

Manufacturer narrative:
Product ID: 3093-33, lot# v617801, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).